Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device indicate ¿local and systemic infections are not uncommon with any shunting procedure. They are most usually due to organisms that inhabit the skin, particularly staphylococcus epidermidis. However, other pathogens circulating in the blood stream may colonize the shunt and, in the majority of patients, require its removal.¿ a review of the manufacturing and sterilization records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016 due to hydrocephalus. According to the report, after surgery, the patient developed a fever and an intracranial infection. The report stated that the device was explanted on (B)(6) 2016. Reportedly, the patient is stable. It was later reported that the device did not cause or contribute to the patient's infection and fever. It was also reported that there was no allegation the device had malfunctioned or was not working properly.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation and leak testing. The instructions for use that accompany the device indicate that ¿local and systemic infections are not uncommon with any shunting procedure. They are most usually due to organisms that inhabit the skin, particularly staphylococcus epidermidis. However, other pathogens circulating in the blood stream may colonize the shunt and, in the majority of patients, require its removal.¿ a review of the manufacturing and sterilization records showed no anomalies. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.